Event description:
Patient reported a right side lump or thickening in or near the breast or in the underarm area. Healthcare professional later reported exchange with no complaint against the device. Device remains implanted.

Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.